Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, expressed concern about not receiving insulin, and underwent a full infusion supply change to a 23" 6 mm set without issue, after which glucose returned to range. Symptoms included elevated blood glucose up to 325 mg/dl without dizziness, loss of consciousness, or other acute effects. Outcomes included no ketone testing, no back-up therapy use, no medical intervention, and no need for assistance. Investigation included troubleshooting and education with verification of correct infusion set installation and assessment of potential needle guard interference, which was not observed. Investigation of this case revealed no identifiable device malfunction and an unclear cause of hyperglycemia after supply replacement resolved the issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear.